Event description:
It was reported that the patient's pump alarmed due to a zero ml pump reservoir volume. The critical pump alarm was confirmed by telemetry. The patient experienced withdrawal. The pump was then refilled on (B)(6) 2010, with a 2,000 mcg/ml concentration of lioresal, where the previous concentration was 500 mcg/ml. The dosage of the medication in the pump was not provided. The patient's healthcare provider (hcp) aspirated the catheter access port (cap) and was to perform a priming bolus. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).